Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Review of the provided photo showed only the outer packaging labeling and did not provide evidence to support the reported allegation. The reported allegation cannot be confirmed. According to the device instructions for use: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that, before use, the light was leaking from the tip of the fiber. The procedure was completed with another of same device. There were no patient complications.

Event description:
It was reported that, before use, the light was leaking from the tip of the fiber. The procedure was completed with another of same device. There were no patient complications.